Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. It was last noted the device had successfully been paired via bluetooth to the merlin mobile application however information confirming intervention has not been received. There were no patient consequences.